Manufacturer narrative:
(B)(4).

Event description:
The pt stated that he had seven neurostimulators implanted in the past (B)(6). No other info was provided. It is not possible to f/u on this event and no add'l info is expected. See MFR's reports # 3007566237-2011-03860, 3007566237-2011-03861, 3007566237-2011-03862, 3007566237-2011-03863, 3007566237-2011-03864, and 3007566237-2011-03865 for the other six devices.